Event description:
Information was provided that the proximal portion of the catheter separated from the manifold. The device was inserted in 2006 and removed the following day. No harm was reported to the patient.

Manufacturer narrative:
Evaluation: still under investigation at this time.